Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced a stroke. Symptoms included visual disturbances and left-sided weakness. The patient was treated with an extra dose of plavix. Three days post procedure, with symptoms improving, the patient was discharged to a rehabilitation facility. There was no additional information provided.